Event description:
It was reported that during a ureteroscopy procedure, a balloon rupture occurred. An uromax ultra balloon catheter had been advanced to an unspecified ureteral location. The physician attempted to inflate the balloon but the balloon ruptured. The balloon was able to be removed intact. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".